Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had numerous episodes of t-wave oversensing that were noted to have occurred when the patient was in the emergency room due to kidney failure and potassium levels were noted to be high. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.